Event description:
It was reported that the lesion was located in the distal rca, with moderate calcification and mild tortuosity. After the unicore guide wire was placed at the lesion, a thrombuster device was advanced. During advancement, the thrombuster device became stuck on the guide wire. Another guide wire was inserted to the lesion, and the unicore guide wire was removed without any resistance; however, the guide wire tip was found to be separated 3 cm proximal to the tip. The separated tip was removed from the pt with the removal of the thrombuster device.